Event description:
Pt found a hole in her 48" transfer set. Came in to dialysis unit to be drained and have tubing changed to new 48" transfer set. Pt being treated for peritonitis from 3/2/97. Pt on vancomycin 14-21 days to resolve peritonitis.